Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of right ventricular (rv) lead high pacing impedance was measured via analyzer and with device check. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.